Event description:
Pt undrwent the closure procedure on the right leg. Pt was experiencing pain in the treated leg during and after the procedure. A follow-up visit to the doctor was conducted in 2006 and antibiotics-augmentation steroid dose pack was prescribed.

Manufacturer narrative:
It was determined that the pt had superficial thrombophlebitis, which most likely was caused by the procedure. There was no device malfunction alleged.